Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported display issue. The fse verified that the right side of the display was without display and the water marks were visible. To fix the issue, the fse replaced the defective display and seal and performed subsequent function checks and tests which all met factory specifications. The iabp was then released to the customer for clinical use.

Event description:
Customer stated that nacl solution ran into the display of the cs300 intra-aortic balloon pump (iabp), resulting in the right side of the display having no display. Customer also stated that the water marks were visible. The circumstances of the event are unknown; however, no adverse event was reported.